Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out during the operation. Per follow up information received via ibc on (B)(6) 2021, it was unclear whether there was any rupture, burst, pinhole in the balloon or a leak in the catheter and if the procedure completed with another catheter. It was also unclear if the patient moved during surgery. And it was noted that there was no impact to the patient.